Event description:
(Device #2). During a case, the tip of the forcep broke off inside of the pt. The piece was easily located and retrieved with no injury or pt or staff members. No delay in procedure as similar device was readily available for use. Sales rep indicated doctor was using a "robot" when device broke.

Manufacturer narrative:
Handle is manufactured by richard wolf. It is then sent to endoplus where they manufacture and attach the insulated sheath and forceps. Completed device is then returned to richard wolf for distribution. Investigation is currently open and being performed on the actual device. Richard wolf received device, performed a visual eval and then sent device to endoplus facility on (B)(4) 2013 for further investigation. MFR date: april 2012. Distribution date: (B)(4) 2012. There have been two similar events in the last four years. (Mdr1418479-2011-00003 and 00015). Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Rwmic considers this matter open and will provide FDA with f/u info when investigation has been completed.